Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarms. Drive support cap was normal. Troubleshooting was done for motor error alarm. Customer had an ultra sound last night and remained connected to the insulin pump. No harm requiring medical intervention. The insulin pump will be returned for analysis.